Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Procedure: cardiac surgery. According to the reporter: some clips sprang out from the cartridge into the pt's cavity. Others did not close properly resulting in bleeding. When surgeon was about to clamp the saphenous vein for a bypass autograft, there was tissue tearing when they removed the clips that were not correctly closed on the vein. The tissue had to be cut. Some of the clips were also jammed in the jaws.

Manufacturer narrative:
(B)(4). Date of event was previously reported as (B)(6) 2014. Per clarification from the reporter, the date of event occurred in (B)(6), 2014, however, the physician does not remember the day of the month in (B)(6), 2014.